Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and unexpected restart error tests. No unexpected restart error alarm after battery change was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received missing finish loading alarm after battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.